Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('puncture of device') and device dislocation ('migration of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: ibuprofen, prochlorperazine and oxycodone. Concomitant products included norethisterone (norterone). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage ("heavy bleeding"), urinary tract infection ("infections/infection (bladder/urinary tract/vaginal) (urinary tract infection"), cyst ("cysts/tumor / teratoma / cancer (cyst),"), furuncle ("boils"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse"), mood swings ("hormonal changes"), visual impairment ("vision/eye problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia/other injury(ies) or complication (menorrhagia"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), fatigue ("fatigue,"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), weight fluctuation ("weight gain / loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy, surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, urinary tract infection, cyst, furuncle, anxiety, depression, dyspareunia, mood swings, visual impairment, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge, gastrointestinal disorder, fatigue, alopecia, abdominal pain upper, weight fluctuation and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, bladder disorder, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, furuncle, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: she sought treatment on multiple occasions for sypmtoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("puncture of device"), device dislocation ("migration of device") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: ibuprofen, prochlorperazine and oxycodone. Concomitant products included norethisterone (norterone). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infections/infection (bladder/urinary tract/vaginal) (urinary tract infection"), cyst ("cysts/tumor / eratoma/cancer (cyst),"), furuncle ("boils"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse"), visual impairment ("vision/eye problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia/other injury(ies) or complication (menorrhagia"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), fatigue ("fatigue,"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and weight fluctuation ("weight gain/loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy, surgical removal of coils). Essure was removed in 2019. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, urinary tract infection, cyst, furuncle, anxiety, depression, dyspareunia, hormone level abnormal, visual impairment, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge, gastrointestinal disorder, fatigue, alopecia, abdominal pain upper and weight fluctuation outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, bladder disorder, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, furuncle, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received: events she did not undergo essure confirmation test, hormonal changes, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines/headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems, fatigue, weight gain / loss, gastrointestinal or digestive system condition, hair loss were added. Historical drug, lab data, start and stop dates of suspect drugs were added. The event infection nos was updated to urinary tract infection. The description to be coded for event perforation nos was updated to meddra llt uterine perforation no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('puncture of device'), device dislocation ('migration of device/ migration of essure device location of device: unknown'), pelvic abscess ('abscess, pelvic abscess') and dysmenorrhoea ('dysmenorrhea (cramping') in an adult female patient who had essure (batch no. B53030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: ibuprofen, prochlorperazine and oxycodone. Concomitant products included cefixime (flexeril) since (B)(6) 2019, ibuprofen, norethisterone (norterone) and oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2019. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/gen, abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse"), mood swings ("hormonal changes/other injuries/symptoms: hormonal changes describe: mood changes/ mood altered"), migraine ("migraines / headaches"), nausea ("nausea,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia/other injury(ies) or complication (menorrhagia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), urinary tract infection ("infections/infection (bladder/urinary tract/vaginal) (urinary tract infection"), cyst ("cysts/tumor / teratoma / cancer (cyst),"), furuncle ("boils"), anxiety ("anxious"), depression ("depressed"), visual impairment ("vision/eye problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), weight fluctuation ("weight gain / loss") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and hysterectomy, surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, pelvic abscess, dysmenorrhoea, genital haemorrhage, urinary tract infection, cyst, furuncle, anxiety, depression, dyspareunia, mood swings, visual impairment, bladder disorder, urinary tract disorder, migraine, nausea, vaginal haemorrhage, menorrhagia, vaginal discharge, gastrointestinal disorder, fatigue, alopecia, abdominal pain upper, weight fluctuation and female sexual dysfunction outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, bladder disorder, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic abscess, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms. Date(s) of insertion: (B)(6) 2009. (B)(6) 2008, (B)(6) 2009 (discrepancy noted). On (B)(6) 2009 essure confirmation test were performed. Plaintiffs received treatment for dysmenorrhea (cramping), apareunia, dyspareunia, menorrhagia, gen, abnormal bleeding, bladder problems, urinary problems, vaginal discharge, fatigue, nausea, migraine, headaches, hormonal changes. She had underwent another essure related surgery on (B)(6) 2019. Lot number: b53030 manufacturing date:2013-07 expiration date:2016-07. Amendment: the report was amended for the following reason: this is a retention case. All the information including:. References details and source documents were transferred from deletion case. Reporter information, lab data , lot number, device expiration date were added. Event pelvic abscess, apareunia were added. Event dysmenorrhea was updated to serious. Outcome of event abdominal pain from unknown to recovered/resolved was updated. Legacy device number 2951250-201-07860 from deletion case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('puncture of device'), device dislocation ('migration of device/ migration of essure device location of device: unknown'), pelvic abscess ('abscess, pelvic abscess') and dysmenorrhoea ('dysmenorrhea (cramping') in an adult female patient who had essure (batch no. B53030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: ibuprofen, prochlorperazine and oxycodone. Concomitant products included cefixime (flexeril) since (B)(6) 2019, ibuprofen, norethisterone (norterone) and oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2019. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea (seriousness criteria medically significant and intervention required), genital hemorrhage ("heavy bleeding/gen, abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse"), mood swings ("hormonal changes/other injuries/symptoms: hormonal changes describe: mood changes/ mood altered"), migraine ("migraines / headaches"), nausea ("nausea,"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia/other injury(ies) or complication (menorrhagia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), urinary tract infection ("infections/infection (bladder/urinary tract/vaginal) (urinary tract infection"), cyst ("cysts/tumor / teratoma / cancer (cyst), furuncle ("boils"), anxiety ("anxious"), depression ("depressed"), visual impairment ("vision/eye problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), weight fluctuation ("weight gain / loss") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and hysterectomy, surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, pelvic abscess, dysmenorrhoea, genital hemorrhage, urinary tract infection, cyst, furuncle, anxiety, depression, dyspareunia, mood swings, visual impairment, bladder disorder, urinary tract disorder, migraine, nausea, vaginal hemorrhage, menorrhagia, vaginal discharge, gastrointestinal disorder, fatigue, alopecia, abdominal pain upper, weight fluctuation and female sexual dysfunction outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, bladder disorder, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, gastrointestinal disorder, genital hemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic abscess, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal hemorrhage, visual impairment and weight fluctuation to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms. Date(s) of insertion: (B)(6) 2009. (B)(6) 2008, (B)(6) 2009 (discrepancy noted). On (B)(6) 2009 essure confirmation test were performed. Plaintiffs received treatment for dysmenorrhea (cramping), apareunia, dyspareunia, menorrhagia, gen, abnormal bleeding, bladder problems, urinary problems, vaginal discharge, fatigue, nausea, migraine, headaches, hormonal changes. She had underwent another essure related surgery on (B)(6) 2019. Lot number: b53030. Manufacturing date:2013-07. Expiration date:2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('puncture of device') and device dislocation ('migration of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: ibuprofen, prochlorperazine and oxycodone. Concomitant products included norethisterone (norterone). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage ("heavy bleeding"), urinary tract infection ("infections/infection (bladder/urinary tract/vaginal) (urinary tract infection"), cyst ("cysts/tumor / teratoma / cancer (cyst),"), furuncle ("boils"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse"), mood swings ("hormonal changes"), visual impairment ("vision/eye problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia/other injury(ies) or complication (menorrhagia"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), fatigue ("fatigue,"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), weight fluctuation ("weight gain / loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy, surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, urinary tract infection, cyst, furuncle, anxiety, depression, dyspareunia, mood swings, visual impairment, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge, gastrointestinal disorder, fatigue, alopecia, abdominal pain upper, weight fluctuation and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, bladder disorder, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, furuncle, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event abdominal pain & mood swing were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.